Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the cause of the phenomenon is likely due to manipulation by the user. It is possible the event occurred due to the following: withdrew the scope manipulating suction and/or withdrew the scope immediately after applying suction. Since the actual device was not returned, the root cause could not be specified. The event can be prevented by following the instructions for use which state: "important information ¿ please read before use: examples of inappropriate handling" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A company representative, on behalf of a user facility, reported to olympus that while using the evis exera iii duodenovideoscope during three separate endoscopic retrograde cholangiopancreatography there was a significant amount of build up of tissue and bile under the single use distal cover. In cases where there was a lot of bleeding and debris, the build up would plug the suction. The procedure was completed with the same device. The events reported include six (6) complaints for three (3) surgeries as follows: patient identifier (B)(6) is for the evis exera iii duodenovideoscope. Patient identifier (B)(6) is for the evis exera iii duodenovideoscope. Patient identifier (B)(6) is for the evis exera iii duodenovideoscope. Patient identifier (B)(6) is for the single use distal cover. Patient identifier (B)(6) is for the single use distal cover. Patient identifier (B)(6) is for the single use distal cover.